Event description:
The customer indicated that their cpu on the acuity central monitoring system did not reboot properly after they updated a configuration file in the software. This resulted in a loss of centralized monitoring, however, bedside monitoring was not affected. The customer did not provide any patient information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.